Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that pt presented with blurry vision post lens implant. The surgeon noted anterior lens vaulting at postop examination. The surgeon plans on perfroming a yag procedure. Additional info has been requested.